Manufacturer narrative:
Customer technical support (cts) assisted the customer to troubleshoot the unit and noted the leak to be coming from a regulator. A bci field service engineer (fse) found drip tray for line 177 with fluid. Line 177 drains from mc drip tray above, location of leak approximation 3rd position glu module. Customer is using cart glucose and not running the glum at current time, module was not in a disabled mode. Fluid retrieved from drip tray into test tube indicated clear and colorless. At time of investigation and arrival, customer was running and indicated did not see any further leakage and indicated was not interfering with running. Fse pulled and inspected all cup modules looking for signs of leakage all were dry and no staining except glum. Fse primed instrument 30+ times observed for any leaks, none noted and disabled glum for now putting in hibernation mode since not being used. Disabled glum for now putting in hibernation mode since not being used. Performed qc validation accepted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leak neat the modular chemistry reagent door. No injury was reported for this event.